Event description:
It was reported that the device would not interrogate. No contact between the programmer and the device could be established. The device was replaced.

Event description:
The lead was capped.

Manufacturer narrative:
Na

Manufacturer narrative:
The field event of no communication was confirmed in the laboratory. Analysis found that the loss of communication was due to a low battery voltage. A longevity calculation found that the battery longevity was outside normal limits. The device was tested on the automated electrical system. No anomalies were found. The battery was sent to the vendor for analysis. No anomalies were found. The root cause of the premature battery depletion could not be determined.